Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and during troubleshooting, customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer stated that insulin pump alarmed no delivery during the rewind process and insulin exited after a 5 units manual prime was delivered. Customer also reported to have experienced a high blood glucose of over 600 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The insulin pump not expected to return for analysis. Infusion set and reservoir will be replaced and is expected to return.